Event description:
It was reported that a patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received several inappropriate shocks since receiving the device. One of the shocks resulted in the patient falling off their snowmobile and leaving them immobile for a period of time. The patient reported that their clinic was considering explanting the device and implanting a different style of defibrillator. There was no device information available. An attempt was being made for additional information. At this time, no further information is available. Should additional information become available this report will be updated.